Manufacturer narrative:
Troubleshooting was performed by hospital staff, and found damage to the potentiometer solder. Repaired (re-soldered) the joint of the potentiometer, issue resolved by the customer onsite. No further evaluation is needed.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, installed on (B)(6) 2010 had intensity levels chaning ramdomly. There was no report of harm, death or serious injury. No environmental or safety concerns.